Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient initiated therapy before connecting to the patient line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. It also instructs to connect the transfer set to the patient line prior to starting the initial drain. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient was not connected when they initiated peritoneal dialysis therapy. The patient reported that they had connected to the set-up in drain one of five after noticing they had not done so. The technical services representative reviewed proper procedures and assisted the patient to end therapy. The patient would complete therapy using manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.